Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported patient presented for device change out due to normal elective replacement interval. Upon interrogation the device was present in device reset. The device was planned to be returned or reprogrammed.